Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Associated products : item#:42502006002;femur cemented cruciate retaining (cr) ; lot#:11009593; item#:42532006402;tibia cemented 5 degree stemmed right size c; lot#:62318882; item#:42540200032;all-poly patella cemented 32 mm diameter; lot#:62473754; item#:00111214001;palacos r 1x40 single; lot#:76364338; item#:00111214001;palacos r 1x40 single; lot#:76374338; item#:00111214001;palacos r 1x40 single; lot#:78374338. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03857, 0001822565 - 2020 - 03859, 0002648920 - 2020 - 00500.

Event description:
It was reported that patient underwent right total knee arthroplasty almost 7 years ago. Subsequently, patient has never achieved full range of motion, has problems walking, sitting and standing up, pain, unstable, and swelling.